Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel left breast implant and a unspecified gel breast implant experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with 360cc mentor smooth round moderate classic profile memorygel breast implants on (B)(6) 2019. This report is for the left sided device. See 1645337-2020-00460 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on 1/17/2020, date of event was updated to (B)(6) 2019. Patient experienced left sided capsular contracture baker grade unknown and rupture post procedure. Right sided implant experienced no signs, symptoms or patient involvement and no rupture post procedure. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. The investigation of the returned device was completed by the failure analysis lab on 1/31/2020. Device evaluation summary: according to the information provided, the patient experienced a rupture and capsular contracture associated with breast implant. During visual evaluation of the device it was observed to be ruptured, additionally a crease was observed within the rupture. The evaluation determined that the crease/ fold rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).